Event description:
It was reported that the patient presented for routine generator change. Fluoroscopy confirmed the right ventricular lead had externalized conductors. The lead also exhibited high capture thresholds. The lead was capped on (B)(6) 2021. The patient was stable.